Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of laparoscopic supracervical hysterectomy, lysis of adhesions and cystoscopy during mesh implantation. It was reported that patient underwent mesh revision on (B)(6) 2007 due to mesh exposure. It was also reported patient underwent mesh excision on (B)(6) 2008 due to mesh exposure. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.